Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The reported "battery inoperable" message was confirmed through review of the device logs. The evaluation determined that the device charging fault was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "battery inoperable" message. There was no patient injury reported as a result of this incident.